Event description:
Rptr had breast implants in 1968. There was no information from dr or otherwise. They were painful at times but rptr had them for 18 yrs before symptoms got worse. She had lymph node swelling, hair loss, fatigue, breast pain, profuse sweating and small change in size. Mammogram did not show rupture. Rptr thinks there was a slow leak over two yrs. Rptr had them replaced in 1986 before controversy started about implants. The dr stated he replaced ruptured ones with double lumen implants.